Event description:
Manufacturer's ref ::# (B)(4).

Manufacturer narrative:
No service on the ventilator was requested. The user facility reportedly checked the ventilator after the event and replaced the expiratory cassette. The ventilator passed pre-use check and was put back into service with no issues. The replaced expiratory cassette was not returned for investigation and no ventilator logs were provided. Further information regarding the reported safety valve failure alarm was requested but no response has been received. The expiratory cassette is only a measuring device in the ventilator and its function is to measure the parameters of the expiratory gases from the patient. The expired gases from the patient are connected to the inlet of the expiratory cassette. Its malfunctioning does therefore not affect the set therapy values that are delivered to the patient but only the measured expiratory values. Since no ventilator logs was provided, no investigation has been possible. The replaced part is for measuring only and has no impact on delivered therapy values. The root cause of the reported ventilation problems has not been determined. H3 other text : 4117.

Event description:
During patient treatment, the ventilator generated a safety valve failure alarm and the patient's breathing minute ventilation was significantly affected. The patient's blood oxygen saturation decreased to 80%. The ventilator was replaced and ventilation could continue. Final patient outcome was no injury. Manufacturer's ref #: (B)(4).